Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, the right atrial lead exhibited noise and far r wave oversensing. No intervention was performed. The patient remained asymptomatic and would continue to be monitored.

Event description:
New information on (B)(6) 2016 stated that the lead was reprogrammed.

Manufacturer narrative:
Correction - (B)(4).